Manufacturer narrative:
(B)(4): device evaluated by manufacturer? Lens was not returned.(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2014 due to the development of pigmentary glaucoma. The lens vault was 2ct. The patient was prescribed medicine such as vigamox, alphagan p, cosopt and lumigan. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/32.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - pigment dispersion may be originated from pre-existing concave iris anatomy, inflammation, trauma, or mechanical contact of iols and iris. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).